Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was failing ops check for charge button. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Additional info: b5 - added failure analysis info submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was failing ops check for charge button. There was no reported patient involvement/adverse patient impact. The therapy pca was returned to the failure analysis lab for evaluation. The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, the reported issue could not be duplicated, there were no faults found with the therapy pca.